Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer obstruction issue. A field service engineer removed the pill packet from the drawer chassis to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer was getting jammed, and the malfunction occurred when the user was trying to issue the medication to the patient. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.